Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "pacer fault 118" messages.complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed and attributed to an unseated flex cable to the battery interconnect board. The battery interconnect board flex cable and connector interlock were replaced as a precaution.analysis for reports of this type has not identified an increase in trend.